Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) and a review of reports was requested. The patient was suspected to have an electrolyte imbalance, and it was noted that they had previously been brought in for a generator change and lead revision but were taken off the table. Technical services (ts) reviewed the data and noted the right ventricular (rv) lead was programmed to unipolar. Based on the data, ts determined this pacemaker system exhibited oversensing. Additional testing was performed, and it was suspected that the artifacts observed in the episodes reviewed by ts were due to paramedic intervention. It was noted the lead showed normal function in unipolar. Subsequently, this pacemaker system was explanted and replace. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.